Manufacturer narrative:
Findings: unit received with all buttons responding properly. However, slight moisture damage was found at keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners and reservoir tube window corners. Unit received with minor scratched lcd window.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Device received with all buttons responding properly. However, slight moisture damage was found at keypad traces. No display ramping on its own anomaly noted. Device received with cracked case at display window corners and reservoir tube window corners. Device received with minor scratched lcd window.